Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -12.5/+2.5/092 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was exchanged with a shorter length lens due to excessive vault. This resolved the problem. Cause was reported as unknown.